Manufacturer narrative:
The aware date was corrected from (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to describe event or problem and concomitant medical products. Concomitant medical products: homechoice, dianeal pd4 3.86%, dianeal pd4 2.27% and dianeal pd4 1.36%. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.